Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint, no product or event information was provided. Complaint history review cannot be performed without product identification. Medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that patient underwent a hip revision after an unknown amount of time post implantation due to unknown reasons to remove the cup. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source united kingdom. Product location is unknown and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 00582.